Event description:
It was reported that the patient experienced a severe burn in the calf with the grounding pad during a cervical procedure. The grounding pad which was at room temperature was evenly pressed and applied directly to the unshaved calf. The patient was given an unknown medical treatment. The device was discarded.